Manufacturer narrative:
The lvad remains in use supporting the patient with no further issues reported; however, the equipment exchanged at the time of the event (system controller, battery clips and power module patient cable) were returned to the manufacturer for evaluation. No device related or functional issues were found during the analysis of the returned equipment; however, a review of the log file downloaded the returned system controller confirmed a pump stoppage event recorded. The recorded event occurred following a power cable disconnect flag and was followed by a timestamp reset, indicating that the system controller had been completely disconnected from power. The subsequent events captured in the log file appeared to indicated that, after power was reconnected to the system controller, the system appeared to operate as intended until the end of the log file. No further issues related to this event have been reported to the manufacturer. The device's approved labeling provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. Loss of support due disconnection of power leads and/or batteries has also been addressed in the labeling. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lavd). It was reported by the bio-med that the patient experienced a pump stop a week or so ago which was thought to have been caused by an inexperienced person disconnecting both power sources at once. However, it happened again while an experienced vad nurse was switching power sources from the power module to batteries. Only one power lead was disconnected but experienced low flow alarms and a clock reset indicating a pump stop.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.